Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the battery life was not lasting as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: the issue was confirmed in history but not reproduced in testing. Black box review shows unusual vm voltages drops leading to the alarm on 05/25/2014. All currents reading are within specification and no short battery life was duplicated during the investigation. No intermittent condition was found to the power circuit.